Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was oversensing on the right atrial (ra) lead and the settings were recently adjusted. There continued to be atrial high rate episodes and it was thought that there was oversensing of the large repolarization deflection in the atrium. The clinic will adjust the refractory/blanking periods and sensitivity when the patient comes back to the clinic. The lead is still in use. No patient complications have been reported as a result of this event.